Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, nausea / vomiting, inflammatory response, lung disease and chronic obstructive pulmonary disease (copd). There was no report of medical intervention. No additional information can be requested at this time. During investigation, the manufacturer observed evidence of sound abatement foam degradation/breakdown was not observed in the device. This investigation was performed as outlined in ER 2244873 (v01). Secondary findings was observed in which the device's event logs were downloaded and reviewed by manufacturer. The manufacturer found seven error codes. The manufacturer applied power supply and power cord to the device and verified airflow and confirmed that the device powers on provides therapy. The manufacturer concludes there was no evidence of sound abatement foam degradation. The manufacturer observed dust contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure, humidifier on indicator cr11 led inoperative, possibly a faulty led, and possible tobacco contamination. The manufacturer confirmed the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Device serviced by 3rdp, device avail. For eval, date returned, date returned to mfg, device eval. By mfg, device avail. For eval, problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid were updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity nausea / vomiting, inflammatory response, lung disease and copd. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.